Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received 2 results of 306 mg/dl. The customer had 2 bottles of strips with a normal control range of 100-138 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.